Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2008 due to multiparity w/ stress incontinence, anterior wall prolapse w/ a transverse defect, stress urinary incontinence and menorrhagia along with concurrent vaginal hysterectomy, cystourethroscopy, left urethral catheter placement and removal. It was also reported that following insertion the patient experienced pain, infection, pelvic mass and hydronephrosis with hydroureter. It was further reported that the patient underwent excision of sling on (B)(6) 2007 due to mesh erosion and mesh protruding through vaginal wall. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.